Manufacturer narrative:
(B)(4).

Event description:
During device preparation, it was noted that the helix would not extend. Another lead was used to complete the procedure. The patient was well.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The helix would not extend due to blood/tissue in the helix housing and the inner coil was clogged with blood. After ultrasonically cleaning the lead and applying direct torque to the inner coil after cutting the lead, the helix could be extended and retracted. The full helix length was within specification. Visual inspection of the lead found damages consistent with that occurring at the time of implant/explant. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray showed that the helix assembly was normal and the inner coil inside the connector region was over torqued which is consistent with implant/explant procedure.